Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient had a past instance of peritonitis due to touch contamination and not practicing aseptic technique. The patient has recovered from the instance and is doing well and continuing with pd therapy. The pdrn stated that the patient has had retraining and education regarding practicing aseptic technique and since this has not had a reoccurrence of the reported event. The pdrn stated that there were no fluid leaks associated with the peritonitis events and that there was no allegation against the patient's cycler. The cassette information was unknown. Additional information regarding the event was requested, however, unable to be obtained.

Manufacturer narrative:
A female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis in the past (date unknown). Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported that the patient was diagnosed with peritonitis (signs/symptoms unknown) due to touch contamination and breach in aseptic technique. There were no reported cassette leaks. No culture results or treatment course was provided. The patient was retrained and educated on proper aseptic technique and has since recovered. The patient continues to complete ccpd on the cycler. There is a temporal relationship between the event of peritonitis and peritoneal dialysis (pd) therapy on the cycler with the fmc cassette. The cause of the peritonitis was confirmed to be touch contamination due to a breach in aseptic technique. There is no allegation against the fmc cassette. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.